Event description:
Complainant alleged that while attempting to treat a female patient, during a synchronized cardioversion, the patient displayed "defib disabled, "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.